Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release . Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
No pain relief [arthralgia]. No pain relief [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6), female, pt, initial (B)(6), with osteoarthritis. The pt's medical history is significant for osteoarthritis. On an unspecified date about a year, the pt received injections of synvisc in both knees. The pt reported that she did not experience any pain relief with the synvisc injections and was treated with cortisone, hyalgan and aleve. The outcome of the pt was not provided. On (B)(6) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement of review all finished batch records for conformance to specifications prior to release. Any out of specification results is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.